Event description:
Patient being transferred for emergency CABG. Battery for iabp failed during travel from unit to ambulance, needed to stop transport and recharge pump, but device failed a second time. Decided to continue to other facility with balloon pump manually inflated. Biomed battery tests on iabps found two faulty batteries (5 min. And 30 min. Test time) and battery icon for one pump showed a full charge for 5 minutes, only to show empty battery 5 min later. Faulty battery (np18-12b 12volts 17.2 ah) was replaced by manufacturer under warranty-covered repair. Batteries were replaced in 2008/2009 and were within their stated life when they malfunctioned.manufacturer response for pump, intra aortic balloon: replaced faulty battery under warranty repair.